Event description:
It was reported to philips that both the wired and wireless footswitch were intermittently unable to trigger x-ray exposure, resulting in inability to acquire images. The patient was moved to another system. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.